Event description:
Profound and permanent neurological injuries [nervous system disorder], severe permanent physical injuries [injury], neuropathy [neuropathy peripheral], pain, excess zinc [blood zinc increased], copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a female, (B)(6), used fixodent denture adhesive, version unknown, cream for her dentures and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, neuropathy which have left her unable to perform her normal, customary and daily activities; pain, excess zinc and copper depletion. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for the past (B)(6). No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.